Manufacturer narrative:
Through follow up it was clarified that: 1) the perfusionist voluntarily switched off the panel after the first procedure and when preparing the 2nd surgery of the day the panel did not switch on. 2) the mentioned ¿ep kit connector¿ was the plug of the cable connecting the pump to the ep pack. 3) during troubleshooting, the connector was changed first with no response. Then switch on and off the control panel for multiple times, no response either. 4) the panel was not put back into service. Based on the above, livanova concluded the issue was not a pump stop and it was failure to power up of the panel. The impossibility of the panel to power up is always detectable before device use on a patient. Therefore, the event has unlikely possibility to cause any patient injury and thus it is reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a s5 roller pump had an intermittent power failure during procedure. In detail, its control panel was off after the 1st surgery on (B)(6), 2025. The affected pump could not be started during preparation for 2nd surgery (12:54, (B)(6) 2025). Therefore, during remote calibration, the control panel and ep kit connector were changed, without solving the issue. The pump went back to normal use on its own on the next day. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 mast roller pump. The incident occurred in china. A livanova field service representative was dispatched to the facility on (B)(6) 2025 to investigate the device and could not confirm the reported issue. The hardware connection was correct; control panel wire no wobble. Ep kit connector was replaced back to initial interface, also no abnormal. Pump log files were extracted and will be analysed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.